Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last several years prior to the date the manufacturer became aware. Block d2b: lgw, qrb.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. Old battery explained and kept by facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last several years prior to the date the manufacturer became aware. Block d2b: lgw, qrb.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. Old battery explained and kept by facility.